Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/23/2017 with the following findings: the complaint could not be investigated due to a blank screen issue. Data relevant to the complaint date was overwritten due to continued pump use. Multiple related alarms were revealed during review of the pump¿s black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had experienced a blood glucose of 516 mg/dl with polydipsia associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match due to the basal edit screen and prime menu being accessed. It was reported that the user made changes to their basal program and their healthcare provider made recent changes to their bolus settings and basal rate. The user¿s bolus totals matched and were recorded as programmed. Cts referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump.